Event description:
Doctor reported that pt experienced reactions after using the monopolar needles. According to the doctor, she was using a red needle hub needle on the upper arm and an orange hub needle was used on the lower extremities. Pt had a reaction of itchiness, raised bump and redness near the puncture site. The pt did not receive treatment for the injuries and no f/u treatment was required.

Manufacturer narrative:
At design, biocompatibility testing was conducted and passed sensitivity tests per the iso 10993 standard. This product has been manufactured in the same manner for the past three years and no other complaints of this nature have been received. There have been no material, process or chemical changes when mfg the monopolar needles. The DHR for this lot was reviewed and all results are acceptable. All components for the monopolar needles are latex free.